Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy drain. The cause of the event was not reported. The patient was hospitalized for the event. On an unknown date, the pd catheter was removed and the patient was transferred to hemodialysis. Approximately two months after the event onset, the patient was discharged from the hospital. Treatment for the event and patient outcome were not reported. No additional information is available.